Event description:
Bayer case number: (B)(4). Nickel allergy [nickel allergy], among others, diffuse osteoarthritis [osteoarthritis], multiple body pains (joint, tendon, muscle, migraines, etc.) [Joint pain], multiple body pains (joint, tendon, muscle, migraines, etc.) [Tendon pain], multiple body pains (joint, tendon, muscle, migraines, etc.) [Muscle pain], multiple body pains (joint, tendon, muscle, migraines, etc.) [Migraine] , weight gain [weight gain], rhinitis [rhinitis] , feeling of discomfort in the throat [throat discomfort], coughing fits [paroxysmal cough] , difficulty swallowing with choking on liquids [dysphagia aggravated], vertigo [vertigo] , tinnitus [tinnitus] , dryness of the mucous membranes (especially mouth and eyes) [oral dryness], dryness of the mucous membranes (especially mouth and eyes) [eye dryness] , feeling of heavy legs [heaviness in limbs] , body itching [generalised itching], raynaud's phenomenon [raynaud's phenomenon] , numerous hot flushes [hot flushes] , knee replacement [knee replacement] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 43-year-old female patient who had essure inserted (lot no. 948606) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced osteoarthritis ("among others, diffuse osteoarthritis"), arthralgia ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), tendon pain ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), myalgia ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), migraine ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), rhinitis ("rhinitis"), oropharyngeal discomfort ("feeling of discomfort in the throat"), cough ("coughing fits"), dysphagia ("difficulty swallowing with choking on liquids"), vertigo ("vertigo"), tinnitus ("tinnitus"), dry mouth ("dryness of the mucous membranes (especially mouth and eyes)"), dry eye ("dryness of the mucous membranes (especially mouth and eyes)"), limb discomfort ("feeling of heavy legs"), pruritus ("body itching"), raynaud's phenomenon ("raynaud's phenomenon") and hot flush ("numerous hot flushes") and was found to have weight increased ("weight gain"). In 2023 she underwent knee arthroplasty ("knee replacement"). On unknown date she experienced allergy to metals (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to osteoarthritis, arthralgia, tendon pain, myalgia, migraine, weight increased, rhinitis, oropharyngeal discomfort, cough, dysphagia, vertigo, tinnitus, dry mouth, dry eye, limb discomfort, pruritus, raynaud's phenomenon, hot flush, knee arthroplasty or allergy to metals. The reporter commented: period of occurrence: various and multiple symptoms from 2013. Current condition of the patient: stopped work, constant pain, visiting multiple different doctors. Actions taken in the healthcare facility for the care of the patient: total knee replacement in (B)(6) 2023, still painful, which recently led to allergy tests which revealed a positivity for nickel (one of the components of essure implants). I am planning a removal and am currently looking for an obstetrician. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Allergy test] (date unknown): a positivity for nickel. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Nickel allergy [nickel allergy] , among others, diffuse osteoarthritis [osteoarthritis], multiple body pains (joint, tendon, muscle, migraines, etc.) [Joint pain] , multiple body pains (joint, tendon, muscle, migraines, etc.) [Tendon pain] , multiple body pains (joint, tendon, muscle, migraines, etc.) [Muscle pain], multiple body pains (joint, tendon, muscle, migraines, etc.) [Migraine] , weight gain [weight gain] , rhinitis [rhinitis] , feeling of discomfort in the throat [throat discomfort] , coughing fits [paroxysmal cough] , difficulty swallowing with choking on liquids [dysphagia aggravated], vertigo [vertigo] , tinnitus [tinnitus] , dryness of the mucous membranes (especially mouth and eyes) [oral dryness] , dryness of the mucous membranes (especially mouth and eyes) [eye dryness] , feeling of heavy legs [heaviness in limbs] , body itching [generalised itching] , raynaud's phenomenon [raynaud's phenomenon] , numerous hot flushes [hot flushes] , knee replacement [knee replacement] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2025. The most recent information was received on 03-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 43-year-old female patient who had essure inserted (lot no. 948606) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced osteoarthritis ("among others, diffuse osteoarthritis"), arthralgia ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), tendon pain ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), myalgia ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), migraine ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), rhinitis ("rhinitis"), oropharyngeal discomfort ("feeling of discomfort in the throat"), cough ("coughing fits"), dysphagia ("difficulty swallowing with choking on liquids"), vertigo ("vertigo"), tinnitus ("tinnitus"), dry mouth ("dryness of the mucous membranes (especially mouth and eyes)"), dry eye ("dryness of the mucous membranes (especially mouth and eyes)"), limb discomfort ("feeling of heavy legs"), pruritus ("body itching"), raynaud's phenomenon ("raynaud's phenomenon") and hot flush ("numerous hot flushes") and was found to have weight increased ("weight gain"). In 2023 she underwent knee arthroplasty ("knee replacement"). On unknown date she experienced allergy to metals (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to osteoarthritis, arthralgia, tendon pain, myalgia, migraine, weight increased, rhinitis, oropharyngeal discomfort, cough, dysphagia, vertigo, tinnitus, dry mouth, dry eye, limb discomfort, pruritus, raynaud's phenomenon, hot flush, knee arthroplasty or allergy to metals. The reporter commented: period of occurrence: various and multiple symptoms from 2013. Current condition of the patient: stopped work, constant pain, visiting multiple different doctors. Actions taken in the healthcare facility for the care of the patient: total knee replacement in (B)(6) 2023, still painful, which recently led to allergy tests which revealed a positivity for nickel (one of the components of essure implants). I am planning a removal and am currently looking for an obstetrician. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Allergy test] (date unknown): a positivity for nickel. Batch number: 948606, manufacture date: 2012-02-28, expiration date: 2015-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-apr-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Bayer case number: (B)(4) nickel allergy [nickel allergy] , pain [pelvic pain female] , heavy periods [heavy periods] , among others, diffuse osteoarthritis [osteoarthritis], multiple body pains (joint, tendon, muscle, migraines, etc.) [Joint pain] , multiple body pains (joint, tendon, muscle, migraines, etc.) [Tendon pain], multiple body pains (joint, tendon, muscle, migraines, etc.) [Muscle pain] , multiple body pains (joint, tendon, muscle, migraines, etc.) [Migraine] , weight gain [weight gain] , rhinitis [rhinitis] , feeling of discomfort in the throat [throat discomfort] , coughing fits [paroxysmal cough] , difficulty swallowing with choking on liquids [dysphagia aggravated], vertigo [vertigo] , tinnitus [tinnitus] , dryness of the mucous membranes (especially mouth and eyes) [oral dryness] , dryness of the mucous membranes (especially mouth and eyes) [eye dryness] , feeling of heavy legs [heaviness in limbs], body itching [generalised itching] , raynaud's phenomenon [raynaud's phenomenon] , numerous hot flushes [hot flushes] , knee replacement [knee replacement] , cognitive disorders [cognitive disorders] , fatigue [fatigue] , he noticed the deterioration in her general health [general physical health deterioration] , she struggled to get up in the morning [dizziness postural] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 25-mar-2025. The most recent information was received on 27-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a 43 year-old female patient who had essure inserted (lot no. 948606) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced osteoarthritis ("among others, diffuse osteoarthritis"), arthralgia ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), tendon pain ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), myalgia ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), migraine ("multiple body pains (joint, tendon, muscle, migraines, etc.)"), rhinitis ("rhinitis"), oropharyngeal discomfort ("feeling of discomfort in the throat"), cough ("coughing fits"), dysphagia ("difficulty swallowing with choking on liquids"), vertigo ("vertigo"), tinnitus ("tinnitus"), dry mouth ("dryness of the mucous membranes (especially mouth and eyes)"), dry eye ("dryness of the mucous membranes (especially mouth and eyes)"), limb discomfort ("feeling of heavy legs"), pruritus ("body itching"), raynaud's phenomenon ("raynaud's phenomenon") and hot flush ("numerous hot flushes") and was found to have weight increased ("weight gain"). In 2023 she underwent knee arthroplasty ("knee replacement"). On unknown date she experienced allergy to metals (seriousness criteria medically important and intervention required), pelvic pain ("pain"), cognitive disorder ("cognitive disorders"), fatigue ("fatigue"), heavy menstrual bleeding ("heavy periods"), general physical health deterioration ("he noticed the deterioration in her general health") and dizziness postural ("she struggled to get up in the morning"). The patient was treated with surgery (to remove essure ). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered cognitive disorder, dizziness postural, fatigue, general physical health deterioration, heavy menstrual bleeding and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to osteoarthritis, arthralgia, tendon pain, myalgia, migraine, weight increased, rhinitis, oropharyngeal discomfort, cough, dysphagia, vertigo, tinnitus, dry mouth, dry eye, limb discomfort, pruritus, raynaud's phenomenon, hot flush, knee arthroplasty or allergy to metals. The reporter commented: period of occurrence: various and multiple symptoms from 2013. Current condition of the patient: stopped work, constant pain, visiting multiple different doctors. Actions taken in the healthcare facility for the care of the patient: total knee replacement in (B)(6) 2023, still painful, which recently led to allergy tests which revealed a positivity for nickel (one of the components of essure implants). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Allergy test] (date unknown): a positivity for nickel. Batch number: 948606, manufacture date: 2012-02-28, expiration date: 2015-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jun-2025: upon receipt of new follow up argus cases(B)(4) are found to be duplicate of each other , therefore argus case (B)(4) needs to nullify from argus database. All relevant information, references, events (pain, cognitive disorders heavy periods, fatigue¸ deterioration in her general health, she struggled to get up in the morning) source documents , reporters were transferred to retention cases. (Legacy device number 2951250-2025-00339). Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.